Event description:
In situ measurements taken on (B)(6) 2019 showed multiple channels with high impedance. The external parts were checked and no problems were reported. There was no accident or trauma reported. The recipient is still able to use the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode which is consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements taken on (B)(6) 2019 showed multiple channels with high impedance. There was no accident or trauma reported. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements taken on (B)(6) 2019 showed multiple channels with high impedance. The external parts were checked and no problems were reported. There was no accident or trauma reported. The patient is still able to use the device. The user has been referred for ent consultation and x ray imaging. Awaiting update on the next steps for this user.